Event description:
It was reported that during a procedure to treat a lesion in the proximal left anterior descending artery with moderate calcification, several unspecified balloons were used and several dilatations were performed and a perforation occurred. A 2.8x16 mm rx graftmaster stent system was advanced but could not cross the site of the perforation; therefore, the graftmaster was withdrawn from the patient anatomy. Medications were administered and an unspecified balloon catheter and a non-abbott stent were used to treat the perforation. There was no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for failure to advance reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.